Event description:
It was reported the ipg displayed a low battery warning. The usage calculations are unable to determine if this ipg is at end of life or if the ipg depleted prematurely.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.